Event description:
Related to MFR report # 2183959-2012-01424. It was reported by the plaintiff's attorney that on or about (B)(6) 2010, the plaintiff was implanted with a monarc sling system for "pelvic organ prolapse and stress urinary incontinence." It was alleged that the plaintiff has "severe and permanent bodily injuries and significant mental and physical pain and suffering," and that the plaintiff has "infection or inflammation" and "tissue damage."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.